Event description:
A charge nurse reported that they had difficulty loading the cassette and the unit displayed a system message during a vitrectomy procedure. Following a significant delay, the procedure was completed with the same system with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The system displayed a system message (check cassette for blockage) intermittently when loading the cassette. The company representative noted the pump stalled when a new cassette was installed. The pump motor and receiver mechanism printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to confirm the reported event. The root cause cannot be determined. (B)(4).